Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that the lh 500 instrument was leaking at the main diluter panel. It is unknown if the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the tubing through pinch valve 43. Fse noted that the tubing had a pin hole in it. This repair resolved the issue and no further problems were reported.